Event description:
Error code 570.6500- (B)(4).

Manufacturer narrative:
The customer authorized limited device repairs. Only those repairs authorized were executed. No determination was made regarding proximate cause of the reported issue due to the limited nature of the repairs. This reported event and subsequent repairs were investigated through the service repair process. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 10dec2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer authorized limited device repairs. Only those repairs authorized were executed. No determination was made regarding proximate cause of the reported issue due to the limited nature of the repairs. This reported event and subsequent repairs were investigated through the service repair process. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 10dec2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4). There was no patient involvement.